Event description:
It was reported that during a follow up, could not interrogate the device. The patient was in sinus rhythm at a rate of 72bpm. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.